Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from guerbet. A (B)(6) male pt received 125 ml of optiject 350 (ioversol), injected using an automatic injector into the elbow crease at a flow rate of 4 ml/sec for a CT scan of arterial vessels on (B)(6) 2010. During optiject administration, the pt experienced an extravasation at injection site. The pt was treated with corticoids (ointment and local injection). The final outcome was recovered. The reporter evaluated the case as non-serious but did not assess the casual relationship between the product and the adverse reaction.

Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in (B)(6) 2010. The injector was not evaluated by covidien svc after this event occurred. A preventative maintenance was performed on this unit 3 months later and proper operation was verified.